Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting options. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting options. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this rv lead has been explanted and replaced during a therapy upgrade procedure. No additional adverse patient effects were reported.